Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction use error caused or contributed to event. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lancet needle sticking out of lancing device. The lancing device does not fully retract. No adverse event reported.

Event description:
Consumer complaint of lancet needle sticking out of lancing device. The lancing device does not fully retract. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.